Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: during investigation, the keypad was found to be in intact with all the buttons responding appropriately to user presses. There was no spring back at the button push on the down arrow. The keypad was removed to inspect under the contacts and there was no contamination found. The down arrow contact was flat. Unrelated to the original complaint, there was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak due to numerous battery compartment cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.